Event description:
It was reported that during the stenting of the anterior communicating artery(acom), the subject stent was unable to be deployed completely other than the most distal crown. In the surgeon's opinion, this may caused by manipulation of microcatheter. The stent and the microcatheter were removed from the patient as one unit. The procedure was completed with other stent and microcatheter. There were no clinical consequences to the patient were reported.

Event description:
It was reported that during the stenting of the anterior communicating artery(acom), the subject stent was unable to be deployed completely other than the most distal crown. In the surgeon's opinion, this may caused by manipulation of microcatheter. The stent and the microcatheter were removed from the patient as one unit. The procedure was completed with other stent and microcatheter. There were no clinical consequences to the patient were reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The neuroform atlas stent was partially deployed from the distal end of the microcatheter. There were no anomalies noted to the 53cm proximal end of the stent delivery wire which was visible out of the microcatheter. During functional testing, the associated microcatheter could not be flushed and blood was noted within the hub. An attempt was made to advance the stent delivery wire (sdw) to deploy the stent; however, the sdw would not advance. The stent was gently pulled from the distal tip of the microcatheter and the distal end of the stent was deformed. As per the additional information the stent was confirming to be in good condition prior to the use and it was used as per the device direction for use(dfu). The patient¿s anatomy was moderately tortuous, which may have caused or contributed to the as reported event. The device was returned, and the damage noted is indicative of the reported event. Blood was noted to be occluding the associated microcatheter which caused the sdw to become stuck within the microcatheter shaft. Blood within the microcatheter is an indication that there may have been insufficient flush during the clinical procedure, which may have caused or contributed to the as reported event, however this cannot be definitively determined therefore an assignable cause of procedural factors will be assigned to the investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.